Event description:
It was reported that, following the delivery of appropriate shock therapy to treat ventricular fibrillation (vf), this device diverted additional therapy due to undersensing of vf. Subsequently, surgical intervention was performed to explant the device. Three days later, additional surgical intervention was performed to implant a new device. Besides surgical intervention and patient-reported pain, there were no additional adverse patient effects reported. The device is expected to be returned for analysis. Additional information received from the field indicates the incorrect device was initially reported, and the correct device (model f160, serial number (B)(6) ) was provided. All relevant sections of this report have been updated accordingly. Update: this device was returned and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This supplemental report is being issued to provide corrections to the following report sections: a1. Patient identifier and d. Suspect medical device. At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This supplemental report is being issued to provide corrections to the following report sections: a1. Patient identifier and d. Suspect medical device. At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that, following the delivery of appropriate shock therapy to treat ventricular fibrillation (vf), this device diverted additional therapy due to undersensing of vf. Subsequently, surgical intervention was performed to explant the device. Three days later, additional surgical intervention was performed to implant a new device. Besides surgical intervention and patient-reported pain, there were no additional adverse patient effects reported. The device is expected to be returned for analysis. Additional information received from the field indicates the incorrect device was initially reported, and the correct device (model f160, serial number (B)(6) was provided. All relevant sections of this report have been updated accordingly.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that, following the delivery of appropriate shock therapy to treat ventricular fibrillation (vf), this device diverted additional therapy due to undersensing of vf. Subsequently, surgical intervention was performed to explant the device. Three days later, additional surgical intervention was performed to implant a new device. Besides surgical intervention and patient-reported pain, there were no additional adverse patient effects reported. The device is expected to be returned for analysis.